Event description:
The plaintiff's attorney alleged that the patient experienced a stroke on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-02826.